Manufacturer narrative:
Manufacturing record was reviewed, there were no nonconformance related to this lot, therefore, supporting the device met material, assembly and performance specifications. A follow-up report will be issued after the investigation is complete.

Event description:
As reported: during retrograde cto pci of the proximal rca, a septal hematoma was noted on angiography. Procedure being performed was reverse cart and the site felt that the hematoma was caused by a guidewire which was inserted into the septal via a turnpike lp microcatheter (study device). Though the site stated that the guidewire was the cause of the septal hematoma, it is unclear which device was responsible. The patient suffered no adverse effects and was discharged home with no sequelae.

Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. The lot # was reviewed, and there was no non-conformances related to this lot therefore, supporting the device met material, assembly and performance specifications. Per IFU: septal hematoma is identified as one of the potential adverse effects that maybe associated with the use of the turnpike. Account felt that the hematoma was caused by the guidewire which was inserted into the septal via a turnpike lp microcatheter (study device). However, it is unclear which device was responsible. Patient suffered no adverse events and/or any other sequelae. Based on the information, the most likely root cause of the issue is undeterminable.